Event description:
Rptr noted anterior chamber fluctuation occurred in u/s mode when 3/4 of nucleus was fragmented and aspirated. Settings, sleeve, tube, reflux valve, and chamber were checked, and surgery continued without changing the pak. Anterior chamber fluctuation continued while aspirating cortex. Six days post-op, corneal endothelium cells of right eye decreased from 2603/mm2 to 807/mm2, and cornea was slightly clouded.